Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 490 mg/dl and a trace number of ketones; cause was not known. Customer administered a bolus via the pump to attempt to address the elevated bg and was treated with intravenous fluids of saline and insulin in the hospital. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. A system check confirmed the pump was functioning as intended, and no issues were found with the cartridge, infusion set, or insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.